Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to authenticate the station. A technical support specialist guided the customer to contact hospital it department to unlock the user account to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experiencing an issue where a user could not access the station, received an error message states, "unable to authenticate." The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.